Event description:
It was reported that during implant of the lead the surgeon tested the electrode poles for a response. Poles 0 and 1 gave the expected response. Poles 2 and 3 gave no response. The electrode was tested with electromyography but had no electronic signal from the two proximal electrode poles. The lead was pulled out and replaced. The problem resolved. No injuries to the patient were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.